Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2018-00485.

Event description:
It was reported that the tips of two rod benders broke off during surgery. The procedure was completed using an alternative rod. There were no reported patient impacts associated with this event. This is report one of two for this event.

Manufacturer narrative:
Additional information: (ethnicity), (methods, results, and conclusions) - the returned bender was evaluated. The tip of the bender has fractured off. The cause is likely due to repetitive uses and/or high forces applied to the bender over the life of the device. A review of the manufacturing records did not identify any issues that may have contributed to this failure.

Event description:
It was reported that the tips of two rod benders broke off during surgery. The procedure was completed using an alternative rod. There were no reported patient impacts associated with this event. This is report one of two for this event.